Manufacturer narrative:
The engineering investigation was limited by lack of returned sample and lot number information. The subject product contains a modified-colophony/pine-tree sap. It was reported by the mother of the patient that the office was aware that the subject product contained this ingredient; however, the mother reported that the office did not ask about the patient's history of allergies.

Event description:
A mother of a patient reported that her 12 year old female child experienced an allergic reaction after an application of 3m espe vanish 5% sodium fluoride white varnish. It was reported that the child experienced closing of her throat, difficulty breathing, and swollen lips. The patient's mother administered benadryl and it stopped the reaction. The child was prescribed an epipen for future use. Upon follow-up with the dental office, it was reported that this child has been seen twice since this reaction and is fine.